Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
A patient experienced an infection at the lead site was reported to abbott. As a result, the patient's dbs right lead was explanted to address the issue. The infection was resolved. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the patient's dbs right lead was explanted on (B)(6) 2023.

Manufacturer narrative:
Event date is estimated.